Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, the implantable cardiac monitor exhibited under sensing. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.